Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury-medical intervention-/permanent damage. Reporting rationale: stent partially deployed in unintended site. Device issue: stent migration. It was reported that a multi-link vision stent was deployed at the target lesion in the left main trunk coronary artery. Reportedly, after post-dilatation with a voyager nc dilatation catheter, first inflation at 18 atm, the balloon was unable to be removed. Negative pressure was applied getting back to the neutral position. During an attempt to remove the balloon via the guiding catheter, the balloon became stuck with only half of the balloon in the guiding catheter. The guiding catheter and the voyager nc dilatation catheter were removed from the anatomy as a single unit. After removal, it was noticed that half of the multi-link vision stent had moved to the aorta. An attempt to snare the multi-link vision stent was unsuccessful. The multi-link vision stent remained in anatomy. There were no reported adverse pt sequelae. No additional event or pt info is available.